Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on nine days earlier. According to the complainant, the "locking adapter of the button got damaged three days after placement." The corflo cubby low profile gastrostomy device was replaced with a different device (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the malfunction is undetermined.